Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 578 mg/dl and the customer went to the emergency room. The customer reported that an occlusion alarm had occurred. The contact reported that the customer had been hospitalized; no additional information was provided at the time of the report. Tandem technical support assisted the contact with turning off the pump. Insulin injections were to be used for insulin therapy. Multiple attempts were made to obtain additional information regarding the occlusion alarm and hospitalization; however, the customer did not reply to the requests.